Event description:
This pt was undergoing an aortic valve replacement procedure. The endocoronary sinus catheter was placed in preparation for cardiopulmonary bypass. There was difficulty advancing the endocoronary sinus catheter over the coronary sinus ostium, and placement was attempted for approximately 1.5 hours. High line pressures were transiently noted during the administration of retrograde cardioplegia via the endocoronary sinus catheter. The aortic valve replacement was successfully completed. During the weaning of cardiopulmonary bypass, a gradual decrease in blood pressure was noted. Surgical exploration revealed a hole in the coronary sinus, which was repaired uneventfully. There were no sequelae from this event.